Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient's stoma tested positive for candida. In (B)(6) 2024, the patient experienced gastric content from the stoma, the skin surrounding the stoma was red and a granuloma covered almost the entire stoma. On (B)(6) 2024, the patient's stoma culture was positive for fungi. On (B)(6) 2024, the patient started fluconazole and moxifloxacin 400mg. On (B)(6) 2024, the stoma site had improved, but the infection hadn't completely disappeared. There was less discharge from the stoma site. The patient continued the medications that had been prescribed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 20 feb 2024: in (B)(6) 2024 the patient's tubing was removed and replaced due to the candida colonization. The digestive physician prescribes unspecified oral antibiotics and reinforcement of care with sterile gauze. The patient was noted to have a small, "burning" granuloma with exudate. In (B)(6) 2024 the stoma site had improved after completing the antibiotic treatment.